Event description:
On (B)(6) 2024 the customer reported obtaining non-repeatable false high hstni (access high sensitivity troponin I, part number b52699, lot number 439913) results for ten patients involving the laboratory's access 2 immunoassay analyzer (serial number sn (B)(6). The results were questioned by the physician as they did not align with the clinical picture. All results were obtained on (B)(6) 2024: patient 1: original hstni result: 96.1 pg/ml, repeated at 7.5 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 7.6 pg/ml. Patient 2: original hstni result: 128.8 pg/ml, repeated at 68.9 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 74.5 pg/ml. Patient 3: original hstni result: 182.7 pg/ml, repeated at 11.1 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 11.4 pg/ml. Patient 4: original hstni result: 61.3 pg/ml, repeated at 3.2 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 4.8 pg/ml. Patient 5: original hstni result: 585.8 pg/ml, repeated at 8.1 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 10.0 pg/ml. Patient 6: original hstni result: 86.9 pg/ml, repeated at 2.1 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 2.2 pg/ml. Patient 7: original hstni result: 100.6 pg/ml, repeated at 2.0 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 2.2 pg/ml. Patient 8: original hstni result: 128.1 pg/ml, repeated at <2.0 pg/ml. Second repeat on alternate analyzer sn (B)(6) at 2.0 pg/ml. Patient 9: original hstni result: 182.7 pg/ml, repeated at 11.1 pg/ml. Patient 10: original hstni result: 74.4 pg/ml, repeated at <2.0 pg/ml. There was report of change to patient treatment as a result of the output from the device. One patient was administered heparin and transferred to a hospital due to the false high hstni result. The result for this specific patient is unknown. There was no further report of an injury or illness to the patient attributable to the output from the device in this event. No other assay or hardware issues were reported in conjunction with this event. System check was run on (B)(6) 2024 and passed within specifications. Calibration passed on (B)(6) 2024 with reagent lot 439913 and calibrator lot 439487. Quality control (qc) material has been passing within the laboratory¿s established ranges. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned results. The customer attempted to perform a precision test at the request of customer technical support (cts) but it failed with sys (system error) and rlu (relative light unit) flags on (B)(6) 2024. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2024. No issues with sample integrity were reported by the customer. Specimens drawn in 3 ml lithium heparin green top tubes and all specimens clear. Specimens centrifuged for 5 minutes at 3,500 rpm.

Manufacturer narrative:
A1: the full patient identifier is case (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the customer attempted to perform a precision test at the request of customer technical support (cts) but it failed with sys (system error) and rlu (relative light unit) flags on (B)(6) 2024. A field service engineer (fse) was dispatched to the customer site to address the issue on (B)(6) 2024. The fse discovered that the wash valve rotor pin was out of place which was causing excessive micro bubbles. The fse replaced wash valve rotor, performed high sensitivity system check, quality control, precision test and system check which all were within acceptable ranges. In conclusion, there is evidence to reasonably suggest that a hardware malfunction of the wash valve rotor occurred in conjunction with this event. Replacing the part corrected the issue.